Manufacturer narrative:
No UDI required due to this device was out of production prior to the september 24, 2014 UDI regulation date. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. Diffuse lamellar keratitis is a known complication of refractive laser surgery. It is a tissue reaction to the surgical procedure, and may be caused or intensified by contaminated instruments. The root cause could not be determined conclusively. (B)(4).

Event description:
A technician reported bilateral stage 1+ diffuse lamellar keratitis (dlk) was observed at one day post lasik procedure. Reporter indicated the patient was placed on an oral steroid and increased topical steroid eye drop dosage. No patient complaint reported and indicated comfort and vision is good. There are two related reports for this patient. This report addresses the patient's right eye, and another manufacturer report will be filed for the fellow eye.